Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a suture break occurred with the proglide device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to suture break was able to be confirmed as the entire suture was returned partially exposed from the posterior needle slot. The pre-tied knot was unraveled. The posterior needle tip had been ejected from the shank and was still attached to the rail suture. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. This issue will continue to be monitored.